Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a start-x tip broke during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Involved start-x tip ems inserts 3 that broke during use were not returned and cannot be analyzed. Moreover, no unused instrument is available for evaluation. Nothing unusual to report was found during DHR review (batch #1523694). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.